Manufacturer narrative:
510k: this report is for an unknown screwdriver. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient underwent a procedure to repair a femoral fracture approximately one year prior to hardware removal. After the femoral bone had healed and a union took place, patient was returned to surgery on (B)(6) 2017 for removal of the hardware. Initially the four (4) locking screws at the proximal femoral shaft were removed from the locking compression plate (lcp) distal femur plate. The heads of these four (4) screws broke during removal. Surgeon removed the screw heads and other screw parts utilizing a carbide drill or an air tome. All hardware was removed. Surgeon stated the screw driver head may have also been broken during this procedure. Surgery was completed successfully with a delay of approximately 90 minutes and no harm to patient. Concomitant devices reported: lcp distal femur plate (422.250s, lot unknown, quantity 1), carbide drill (part number unknown, lot number unknown, quantity 1), air tome (part number unknown, lot number unknown, quantity 1), screw driver (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown screwdriver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: bettlach. Manufacturing date: december 09, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigation summary was completed. Part #¿s evaluated. Received part: article 314.152 / 3.5mm hexagonal screwdr. / lotnumber 9757480. As received condition: the hex tip is worn out and the edges are badly rounded. Furthermore we found scratches at screwdriver's shaft. Our investigation shows that hex tip is worn out and the edges are badly rounded. Furthermore we found scratches at screwdriver's shaft. However, this complain is rated as unconfirmed as no breakage was detected. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. It is likely that a mechanical overload during use caused this damage. Because of the damage the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. The article 314.152 with lot no 9757480 was manufactured in a quantity of 50 pieces on december 2015. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.